Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye observed a separation between the female connector (dark blue) and main body (light blue) of the twist clamp on the transfer set. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to inadequate solvent bond between the female connector, insert chip, and the main body of the twist clamp. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Catalogue #: suspected product code 5c4483 or 5c4482. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the main body of a transfer set; further described as "blue part unscrewed." This issue occurred when the patient removed the minicap from the set in preparation for automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.